Manufacturer narrative:
The device has not been returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that their acuity central station system had "gibberish" on the screen. During troubleshooting, welch allyn technical support found that the (B) (4) monitor was not working. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.